Event description:
In 2008, the patient stated that the lower portion of his infusion device was not visible. He stated that he changed the battery but the display was not restored. He was using expired batteries. He was sent replacement batteries. Upon follow up six days later, the patient stated that the replacement batteries did not restore the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.